Manufacturer narrative:
The disposable advance capsule endoscope delivery device is a 2.5 mm single sheathed device indicated for transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. Us endoscopy received medwatch report number mw5065327 indicating that the yellow tip protector was missing from 3 advance capsule endoscopy delivery devices. There was no harm to the patient. The facility listed two different lot numbers on the medwatch report, 1518070 and 1613400. Review of the manufacturing records for both lots found that all in-process and final inspections were performed and acceptable results were documented. The devices were not returned for examination. Through follow-up with the customer us endoscopy learned that the procedure was completed with the advance device from lot 1613400 and confirmed there was no harm to the patient or the user. Not returned to manufacturer.

Event description:
The disposable advance capsule endoscope delivery device is a 2.5 mm single sheathed device indicated for transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. Us endoscopy received medwatch report number mw5065327 indicating that the yellow tip protector was missing from 3 advance capsule endoscopy delivery devices. There was no harm to the patient.